Event description:
A report was received that the patient had developed an infection at the pocket site. The patient had been experiencing drainage at the site. The physician does not believe infection was device related. The patient was given oral antibiotics and the infection has cleared. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.